Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that review of the log files showed a potential left ventricular assist device (lvad) fault. There were multiple pump alarms active on 10:17:01, (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical lvad fault flags was confirmed via the provided log files. Review of the lvad periodic log files showed several lvad internal faults active throughout the entirety of the data. There were no notable alarms captured in the event log file which overlapped with data in the periodic indicating that the faults were not true faults. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The root cause for the reported event was not determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The IFU and patient handbook contain information on all system alarms, including the lvad fault advisory, and the recommended actions associated with these events in the alarms and troubleshooting section. This handbook also warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.